Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, lot#: 0215724968, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 12-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported there was increased spasticity in the patient's legs despite an increase, and the patient was feeling like "it's not working anymore." The event date was reported to be (B)(6) 2020. An x-ray showed the catheter was out of the intrathecal space. Oral baclofen was provided to the patient. The catheter was revised/replaced on (B)(6) 2020 and discarded by the customer. The issue resolved and the patient status was alive - no injury. There were no known contributing factors for certain, but there was potential patient twisting when transferring and repositioning in bed. Further complications were not reported.